Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as a defective syringe drive. The fse replaced the syringe drive to resolve the issue. The beckman coulter internal identifier is case-(B)(4).

Event description:
A customer reported the generation of erroneously low patient result and suppressed (no result) patient results for bun (blood urea nitrogen), creatinine (cr-s), alb (albumin) and tp (total protein)on their dxc 600 pro instrument. . The one erroneous patient result was released out of the laboratory and was later amended. The other erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for one patient sample.